Event description:
The customer reported being hospitalized due to high blood glucose of 400 mg/dl. The customer was experiencing unexplained high glucose for the past twenty four hours. Troubleshooting was performed. The customer stated that the events leading to her admission was vomiting and abdominal pain. It was stated that the customer has gastroparesis. The customer stated that she has been treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.